Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer contacted their health care provider with blood glucose at 600mg/dl and was advised to go to the hospital to avoid diabetes ketoacidosis. The paramedics were contact and treated at home. She was treated with IV. Customer's blood glucose ranged between 55mg/dl-481mg/dl.